Event description:
It was reported that this device delivered an inappropriate anti-tachycardia pacing (atp) and inappropriate shock due to an atrial driven arrhythmia. Artifacts were also detected on the atrial electrogram (egm). No adverse patient effects were reported. The device remains implanted.